Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay and the outer insulation and tubing overlay were breach cut. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breach cut and there was apparent explant damage. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breach cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source after the patient's death. The patient died approximately within one year of implant, five years ago. There was no cause of death provided; however the paperwork indicated the death and device were not related.